Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Mitek received a 3500 authored by the user facility via the FDA for an issue not previously reported to the mitek complaint dept. The report describes that during an arthroscopic shoulder repair, a portion (approximately 5 mm) of the distal tip of an expressew needle broke off into the pt's "cuff tissue". The surgeon spent over an hour unsuccessfully attempting to retrieve the fragment. The procedure was concluded successfully without further issue or harm to the pt.